Event description:
It was reported the high flow insufflation unit turned off three times while beeping. The pneumatic pressure remained. The issue occurred during a therapeutic bariatric procedure which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in printed circuit board, the supply pressure sensor does not work properly. A definitive root cause could not be identified. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.